Event description:
It was reported that the patient ¿all of a sudden was having bowel movements in her pants¿ the day prior to the report. The patient had no falls or trauma and noted that the implant was for incontinence and bowel. The patient felt ¿like a baby again.¿ the patient noted that this had not happened since implant or the trial. The patient stated that her symptoms were doing fine on the day of the report and she felt stimulation. The patient mentioned that she had had to increase stimulation. The patient increased stimulation ¿about one week after implant and about two weeks ago.¿ the patient stated that after increasing stimulation, ¿about a week later¿ she could not feel the stimulation. The patient had been concentrating on taking fiber pills because she was not doing well taking them. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4) product type: programmer, patient. Product ID: 3889-28, lot# va0clu3, implanted: (B)(6) 2013, product type: lead. (B)(4).